Event description:
During open reduction, internal fixation (orif) of left humerus fracture, the drill tip broke and was seen flying off the field. According to the surgeon, drill tips break at times and are not necessarily defective. There was no injury to the patient.